Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the cell impedance is out of range due to un-calibrated battery measured data from code corruption. The battery measured data was re-calibrated, electrical testing revealed normal device characteristics with normal battery data measurements.

Event description:
This report is to advise of an event observed during analysis.